Event description:
It was reported that prior to the attempted implant of this transcatheter bioprosthetic valve in a patient with tortuous anatomy, a pre-implant balloon aortic valvuloplasty was performed due to calcification. Upon initial deployment to a depth of 3 mm, an infold was observed in the valve frame. Subsequently, the valve recaptured and withdrawn from the patient. A new valve was loaded into a new delivery catheter system (dcs) and implanted in the patient. Upon withdrawal of the dcs, a perforation at the left femoral access site was observed. The vessel diameter at the access site was 5.2 mm. Per the physician, the patient anatomy contributed to the perforation. The perforation was treated with the placement of a stent. The events resulted in a procedural delay of 20-minutes. Additional information was received that hypotension was observed following removal of the dcs. A valve was not implanted in the patient as it was planned to wait before traversing through the newly placed stent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves; implant date; explant date product ID d-evolutfx-34 (unknown); product type: 0195-heart valves; implant date; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of this transcatheter bioprosthetic valve in a patient with tortuous anatomy, a pre-implant balloon aortic valvuloplasty was performed due to calcification. Upon initial deployment to a depth of 3 mm, an infold was observed in the valve frame. Subsequently, the valve recaptured and withdrawn from the patient. A new valve was loaded into a new delivery catheter system (dcs) and implanted in the patient. Upon withdrawal of the dcs, a perforation at the left femoral access site was observed. The vessel diameter at the access site was 5.2 mm. Per the physician, the patient anatomy contributed to the perforation. The perforation was treated with the placement of a stent. The events resulted in a procedural delay of 20-minutes.